Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported left side pain and hardness. Physician later reported capsular contracture baker grade IV, creases, rupture, ¿fibrotic tissue with foreign body giant cell reaction¿ and ¿adherent." The device has been explanted.